Manufacturer narrative:
(B)(4). Patient weight is not available. Complaint conclusion: the device was not available to be returned; however, photos were provided. Two images were provided. Both images were single frames presented in unidentified projections without IV contrast media. The first image reviewed had an interventional catheter, an interventional microcatheter, one deployed embolic oil and one embolic coil partially advanced into the target aneurysm sac visible. Also visualized are 4 distal stent markers downstream from the target sac and two proximal stent markers upstream from the target sac. The second image reviewed has two deployed embolic coils visible. Also visualized are 4 stent markers both distal and proximal from the target sac. Two of the proximal markers are mostly superimposed upon each other; however, are discernable. There is a shadow of an unidentified device possibly within the vasculature leading to the target aneurysm. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent incomplete expansion could not be confirmed based on the photos provided. Based on the information provided, and no product returned for analysis, it is not possible to determine the root cause of the event or factors that may have contributed to the event. Based on the photos, the information received, and the review of device history records, there is no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a left internal carotid artery aneurysm, after the distal enterprise stent (enc452800/ 10518673) deployed, the proximal stent was not deployed from the unknown microcatheter. The four proximal position marks could not be seen. The surgeon used a micro guide wire to touch the proximal stent for 15 minutes. Eventually the proximal stent deployed partially. Only 2 proximal position marks could be seen. The stent was in the correct position to cover the aneurysm; however, the proximal end of the stent did not have good apposition to the vessel wall. The coil embolization was completed. Now the patient is in stable condition, and there was no patient injury reported. The microcatheter had not been re-shaped and there was no resistance/friction reported between the microcatheter and stent. The catheter had been placed distal to the target site prior to advancement of the device to the target site. The device had not been pushed out of the end of the catheter and the stent had not been re-captured at any time. The device was not available to be returned; however, photos were provided.